Event description:
During the procedure the hypotube separated outside the patient resulting in deflation of the occlusion balloon. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician attempted to insert the stent delivery catheter and place the stent, then hypotube near the touhy separated and then the occlusion balloon deflated. The physician already had wire placement and continued the case successfully. The patient is reported to be fine.